Event description:
It was reported via repair work order that the footend litter cover contacted the power coil cord causing exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.